Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge increased 10-15% while the pump was not connected to a power source. The pump battery gauge then depleted from 65% to 5% while the pump was connected to a power source, then charged to 90%. There was no impact to the customer's blood glucose level. The current pump will continue to be used for diabetes management.